Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. Customer reported that he has had 3 different cannulas from the same box leak because the adhesive is defective. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.